Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had lost a lot of weight. Every time they were sitting or standing, their device was protruding out. It moved when they sat. The stimulator now sat down a little bit lower. The patient said they were going to get it removed. The device was not effective. When asked when the device started to stick out, they replied it was maybe two months ago. They wanted to hold off on removal until the fall for the surgery. They said they did not have the implanting physician manage their device; they were seeing a different physician. Their current doctor said they could remove the patient's system, but the patient was wondering if it was ok to have someone remove it that did not put it in.  They were advised they did not have to have the doctor that implanted the system remove it, but it might be a good idea since they were familiar with the patient's case. The patient also mentioned their patient programmer could not communicate with their implant. They were advised that could be because the stimulator had met the end of life.